Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had poor image quality, with noise when the connector section was moved. There were no reports of patient harm.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 9/11/2024.

Event description:
The issue was identified during diagnosis of cystoscopy procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section b5 (event found at) obtained via customer response to follow up. Since the device is more than 15 years old, the device history record was unable to be reviewed. The service history records for this product have been reviewed. The repair history noted there was no repair history for the product in the past 12 months from the date of occurrence of the event. There was no repair history for the actual product within the past 12 month that are related to the reported event. The device was returned to olympus for inspection and the reported failure "image noise" was not reproduced. Functional testing was performed along with the video connector and the camera cable and no issue was found. Inspection however, noted corrosion on the adapter. Based on investigation results, a definitive root cause of the reported event could not be conclusively identified. As per instruction for use (IFU) : the following statement is included in the ¿warnings¿ section in the ¿instructions for use¿ section of the instruction manual: ·there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was identified during diagnosis of cystoscopy procedure.